Manufacturer narrative:
H6: broken blade - present piece. The analysis results confirmed that the device was returned with the distal tip of the blade broeken off but present. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.

Event description:
During a laparoscopic nissen fundoplication procedure, the active part of the deivce tip had been broken intraoperatively. Beoken part had been lost in abdomen and was later found.